Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The damage in the returned device is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that nine hours post intubation, a nurse tried to inflate the cuff but couldn't. The tube required replacement. There is no report of patient harm.